Event description:
Reporter alleged the patient received a discrepant blood glucose result of 75 mg/dl on the aviva system compared back to back with a result of about 30 mg/dl on the paramedic system when testing was performed within 10 minutes. Reporter indicated that the customer was unresponsive prior to the paramedics being called. Reporter stated the customer was treated with an IV and then taken to the hospital. No other actions were reported taken or treatment received. A request was made for the return of the affected product.